Manufacturer narrative:
(B)(4). A visual inspection of the returned item # 42527600710 lot # 62602612 found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side of the post feature. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly trial broke during the case when range of motion tests were being conducted. There was no consequences or impact to the patient.